Event description:
It was reported that, "during acetabular revision the cup has taken out by hand. The cup screws used had pulled through the holes in the cup. The screws that pulled through remained fixed in the acetabulum and had to be removed with the appropriate instrument."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been complete any additional info will be reported in a supplement.